Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24-48mm in length, 2.5-2.75mm in diameter, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter, a non-bsc guidewire were crossed the lesion and pre-dilated with a non-bsc balloon catheter, a 2.75 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.